Event description:
The customer reported a loud noise and burning smell coming from the refrigerator of the 3000 tube refrigerated stockyard instrument. The customer did not see any visible smoke or flames and the fire department was not called. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection at the time of the event and there was no report of injury. Customer technical support assisted the customer with troubleshooting over the telephone and advised the customer to disconnect the stockyard refrigerator power cord. The customer disconnected the power cord and a field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site and evaluated the instrument. The fse discovered that the current relay of the compressor was burned and proceeded to replace the current relay to resolve the issue. Failure mode of the event is attributed to a burnt current relay. The 3000 tube refrigerated stockyard instrument meets the underwriters laboratory (ul) and canadian standards association (csa) standards. Additionally, the instrument is made of materials that would not support or sustain combustion and are self-extinguishing. (B)(4).